Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, toward the end of the procedure the device began to make a different noise when it was inside the patient. As the device was withdrawn from the body the needle became separated from the sheath. The microtip was removed from the patient with the needle staying in the device, it did not lodge into the patient. Per the doctor, he was using a linear in and out technique with no fanning. There was no harm or injury to the patient.